Event description:
Healthcare professional reported via device tracking left side "capsular contracture" baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04feb2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Deformation observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.